Manufacturer narrative:
Date of event was reported as "last week or so" for the change in symptoms. Eos was seen on (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient first saw a low ins battery message and end-of service (eos) message today. The ins was off/disabled and no longer providing therapy. The patient stated that they had a change in symptoms in the last week or so as they had been using the bathroom more. There was an allegation of dissatisfaction with the ins battery longevity as the patient stated the battery should last 8 years. The patient mentioned that they never turned the ins off so they understand it could deplete quicker. It was reviewed with them that longevity is based on the device settings/usage. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on september 13th reported the battery was dead and likely normal depletion. The hcp stated the patient would to exchange. The hcp stated the battery depletion and change in patient¿s symptoms had not been resolved. There were no further complications that have been reported as a result of this event.